Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18049604 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the distal end of a 5f brite tip jr4 guiding catheter fractured while passing. There was no reported injury to the patient. The device will not be returned for evaluation.

Event description:
As reported, the distal end of a 5f brite tip jr4 guiding catheter fractured while passing. There was no reported injury to the patient. The device will not be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
After further review of additional information received. As reported, the distal end of a 5f brite tip jr4 guiding catheter fractured while passing. There was no reported injury to the patient. The product was not returned for analysis. A product history record (phr) review of lot 18049604 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿brite tip/distal tip ¿ catheters- cracked - in-patient¿ could not be confirmed. Procedural/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. Torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire, and catheter sheath introducer).¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.